Event description:
The customer reported that during a laparoscopic-assisted hysterectomy, the device would not cut tissue. The pt had pelvic adhesions and fibroids. The procedure was converted to an open procedure and a different type of ligasure device was used to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.